Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unknown), but the internal electrodes that were being used with the device intermittently failed to discharge the energy. The clinician obtained another set of internal handles and successfully defibrillated that pt. Complainant indicated that there was no adverse effect to pt as a result of the reported malfunction.